Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated the buttons are not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 110 mg/dl. The customer had a new aaa alkaline battery to test with the pump. The customer reported via phone call that the insulin pump alarm "constone" tone. Customer's blood glucose was 110 mg/dl. The alarm did not clear successfully by pressing the esc/act. The customer insulin pump would be replaced due to the keypad issue.